Manufacturer narrative:
The customer¿s meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The customer stated that their meter display slowly fades out until the display is blank. The contrast was turned up to the highest setting. The display is fully legible and nothing was missing from the display nor the results field. The meter was reset, but this issue persisted. There did not appear to be any screen damage, nor any outer meter damage. There have been no misinterpreted results related to this display issue.

Manufacturer narrative:
Previously stated root cause is not correct. The allegation of fading to black was not reproducible due to the meter shutting down abruptly. Further investigation is not possible due to this issue.

Manufacturer narrative:
The reporter's meter was returned for investigation. The meter was opened and checked. The shielding plate was fully detached from the printed circuit board (pcb). The detached shielding plate caused the failure of the device. Meter display assembly does not have any issues, the meter shuts down before the instrument can be used. The cause has been determined to be a manufacturing issue.